Manufacturer narrative:
(B)(4). Follow up. It was reported there was coring. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305180 lot: 4178025. We have had increased incidence of coring reported not specific to one medication. Because it is not specific to a particular medication, and 10 reports have been associated with the bd blunt fill needle (reference #305180; lot#4178025) we wanted to highlight in case there are any concerns. No patient harm.